Event description:
It was reported that the tubing of an unknown clearlink disposable set had broken. The blue slide clamp on the set had gotten stuck inside an unknown infusion pump. The channel on the pump had opened, however the blue clamp was not released. The user tried to remove the tubing from the pump with a hook, however that caused the tubing to break. It is unknown what process step that this malfunction occurred, however there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.